Manufacturer narrative:
Batch review performed on 23-dec-2024 lot 2419842: (B)(4) items manufactured and released on 29-jul-2024. Expiration date: 2029-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: liner: impact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2413070: (B)(4) items manufactured and released on 13-jun-2024. Expiration date: 2029-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 2 weeks after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.